Event description:
A report was received that the patient will undergo an explant procedure due to the pocket site being uncomfortable.

Event description:
A report was received that the patient will undergo an explant procedure due to the pocket site being uncomfortable.

Manufacturer narrative:
The patient was explanted and is reportedly doing well. Additional suspect medical device component involved in the event: model#:sc-2138-50 serial#:(B)(4) description:scs 50cm iii lead the explanted devices were not returned to bsn as they were discarded by the medical facility.